Manufacturer narrative:
Lead lacked slack.

Event description:
It was reported that the patient experiencing pocket stimulation presented in clinic. Pocket stimulation was not reproducible. Upon investigation, it was noted that the right atrial lead lacked slack. The patient would feel discomfort when lying on left side since the lead would pull on the pacemaker. During revision procedure, insulation damage was noted on the lead. It was suspected that the insulation abrasion may have been responsible for the pocket stimulation. The lead was capped and replaced/ the patient did not have any health complications from the procedure and was recovering well.